Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pain in the pelvic area"), genital haemorrhage ("irregular bleeding / heavy bleeding") and rectal haemorrhage ("rectal bleeding") in a 43-year-old female patient who had essure (batch no. 2504215inv,880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulliparous, migraine headache and endometriosis. Previously administered products included for an unreported indication: la ovral bc from 1990 to june 2012 and oral contraceptive nos. Past adverse reactions to the above products included migraine with oral contraceptive nos. Concurrent conditions included condom and irritable bowel syndrome. Concomitant products included axotal (fioricet) for migraine, butalbital for migraine and headache, dicycloverine (dicyclomine) for rectal bleeding and irritable bowel syndrome as well as valaciclovir. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines headaches") and dyspareunia ("painful intercourse"). In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles the cramping") and abdominal pain lower ("heavy cramping / severe cramping/ excessive cramping"). In january 2014, the patient experienced rectal haemorrhage (seriousness criterion medically significant) with proctalgia, fatigue ("extreme fatigue"), pain ("body aches"), rectal spasm ("rectal spasms") and arthralgia ("shoulder joint pain \ elbow joint pain"). In 2014, the patient experienced back pain ("back pain") and hypoaesthesia ("numbness down my back to my toes"). In march 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and vulvovaginal pain ("stabbing pains in vaginal region"). In 2015, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced hypomenorrhoea ("painful menstrual cycles became very minimal") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (hysterectomy with tubal removal leaving ovaries). Essure was removed on (B)(6)2015. In march 2015, the pelvic pain, rectal haemorrhage, fatigue, abdominal pain lower, pain, rectal spasm, arthralgia and dyspareunia had resolved. At the time of the report, the genital haemorrhage, endometriosis, migraine, back pain, hypoaesthesia and mental disorder outcome was unknown and the dysmenorrhoea, hypomenorrhoea and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hypoaesthesia, hypomenorrhoea, mental disorder, migraine, pain, pelvic pain, rectal haemorrhage, rectal spasm, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: essure confirmation test patient underwent transvaginal pelvic vs on (B)(6)2015 and (B)(6)2017 for excessive bleeding and unexplained bleeding. Underwent colonoscopy in 2015 for rectal bleeding. Lot number 2504215 reported is invalid quality-safety evaluation of ptc: unable to confirm compliant most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pain in the pelvic area"), genital haemorrhage ("irregular bleeding / heavy bleeding") and rectal haemorrhage ("rectal bleeding") in a 43-year-old female patient who had essure (batch no: 2504215,880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulliparous, migraine headache and endometriosis. Previously administered products included for an unreported indication: la ovral bc from 1990 to june 2012 and oral contraceptive nos. Past adverse reactions to the above products included migraine with oral contraceptive nos. Concurrent conditions included condom and irritable bowel syndrome. Concomitant products included axotal (fioricet) for migraine, butalbital for migraine and headache, dicycloverine (dicyclomine) for rectal bleeding and irritable bowel syndrome as well as valaciclovir. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines headaches") and dyspareunia ("painful intercourse"). In january 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles the cramping") and abdominal pain lower ("heavy cramping / severe cramping/ excessive cramping"). In january 2014, the patient experienced rectal haemorrhage (seriousness criterion medically significant) with proctalgia, fatigue ("extreme fatigue"), pain ("body aches"), rectal spasm ("rectal spasms") and arthralgia ("shoulder joint pain \ elbow joint pain"). In 2014, the patient experienced back pain ("back pain") and hypoaesthesia ("numbness down my back to my toes"). In march 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and vulvovaginal pain ("stabbing pains in vaginal region"). In 2015, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced hypomenorrhoea ("painful menstrual cycles became very minimal") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (hysterectomy with tubal removal leaving ovaries). Essure was removed on (B)(6) 2015. In march 2015, the pelvic pain, rectal haemorrhage, fatigue, abdominal pain lower, pain, rectal spasm, arthralgia and dyspareunia had resolved. At the time of the report, the genital haemorrhage, endometriosis, migraine, back pain, hypoaesthesia and mental disorder outcome was unknown and the dysmenorrhoea, hypomenorrhoea and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hypoaesthesia, hypomenorrhoea, mental disorder, migraine, pain, pelvic pain, rectal haemorrhage, rectal spasm, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test. Patient underwent transvaginal pelvic vs on (B)(4) 2015 and on (B)(6) 2017 for excessive bleeding and unexplained bleeding. Underwent colonoscopy in 2015 for rectal bleeding. Most recent follow-up information incorporated above includes: on 20-apr-2018: medical records information was received. On (B)(6) 2012, past medical history included migraine headaches and endometriosis. The patient has been advised to get off oral contraceptive pills which she has been on because of worsening migraine headaches. Two lot numbers were provided (2504215 and 880426). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pain in the pelvic area"), genital haemorrhage ("irregular bleeding / heavy bleeding") and rectal haemorrhage ("rectal bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulliparous. Previously administered products included for an unreported indication: la ovral bc from 1990 to (B)(6) 2012. Concurrent conditions included condom and irritable bowel syndrome. Concomitant products included axotal (fioricet) for migraine, butalbital for migraine and headache, dicycloverine (dicyclomine) for rectal bleeding and irritable bowel syndrome as well as valaciclovir. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines headaches") and dyspareunia ("painful intercourse"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles the cramping") and abdominal pain lower ("heavy cramping / severe cramping/ excessive cramping"). In (B)(6) 2014, the patient experienced rectal haemorrhage (seriousness criterion medically significant) with proctalgia, fatigue ("extreme fatigue"), pain ("body aches"), rectal spasm ("rectal spasms") and arthralgia ("shoulder joint pain \ elbow joint pain"). In 2014, the patient experienced back pain ("back pain") and hypoaesthesia ("numbness down my back to my toes"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and vulvovaginal pain ("stabbing pains in vaginal region"). In 2015, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced hypomenorrhoea ("painful menstrual cycles became very minimal") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (hysterectomy with tubal removal leaving ovaries). Essure was removed on (B)(6) 2015. In (B)(6) 2015, the pelvic pain, rectal haemorrhage, fatigue, abdominal pain lower, pain, rectal spasm, arthralgia and dyspareunia had resolved. At the time of the report, the genital haemorrhage, endometriosis, migraine, back pain, hypoaesthesia and mental disorder outcome was unknown and the dysmenorrhoea, hypomenorrhoea and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hypoaesthesia, hypomenorrhoea, mental disorder, migraine, pain, pelvic pain, rectal haemorrhage, rectal spasm, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test patient underwent transvaginal pelvic vs on (B)(6) 2015 and (B)(6) 2017 for excessive bleeding and unexplained bleeding. Underwent colonoscopy in 2015 for rectal bleeding. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.